Manufacturer narrative:
UDI (B)(4). Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, the patient¿s large annulus and the mechanisms described above likely contributed to the regurgitation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a field clinical specialist, after implantation of a 29mm sapien 3 valve at a 50:50 position, moderate ai was observed. It was unknown if the ai was paravalvular or central leak. They didn't want to pull the wire out due to the potential loss of tee and potential embolization. A second 29mm valve was implanted at 60:40 aortic. There was zero leaks after the placement. There were no edwards device malfunctions. The patient had little calcium in the annulus and on the leaflets. An additional 5cc were added to the inflation volume for both implantations due to the large annulus.